Event description:
Info received indicates the brakes are engaging but do not hold.

Manufacturer narrative:
The tech found a screw broken in the hex rod. He replaced the hex rod and screw to repair the stretcher.